Event description:
A patient injury incident was reported on a hana table.

Manufacturer narrative:
No other information except the confirmation of patient incident was obtained from the hospital during the investigation process. The root cause of the reported incident thus has been deemed as inconclusive as there is not enough information to confirm/classify the nature of the patient injury or any problems with the device.

Event description:
A patient injury incident was reported on a hana table.